Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. No service requested.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) began alarming "optical sensor module failure". No patient harm, serious injury or adverse event was reported.